Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the septum was torn. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation with an mr grade of 4. The patient had thick mitral valve leaflets and a pre-existing small mitral valve cleft. There was inadequate fulcrum support from the steerable guide catheter (sgc) due to a septal tear; thus it was difficult advancing the clip to the appropriate sites in order to obtain a good grasp. Grasping attempts were made however, the anterior leaflet was not well grasped due to the anatomy. Additional grasping attempts were not performed to avoid further enlarging the atrial septal hole. The procedure was discontinued, devices were removed. After removal of the sgc; there was a residual of 0.5 cm atrial septal defect (asd) with left to right shunting noted. No closure treatment was required for the asd. Mr grade remains at 4. No clips were implanted. The patient is stable. There was no clinically significant delay during the procedure. No additional treatment is planned for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect (asd), as listed in the instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of asd appears to be related to procedural conditions, as the steerable guide catheter (sgc) is inserted through the septum in order to access the left atrium. This can potentially result in an asd. Based on the information reviewed, there is no indication of a product quality issue.